Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was not receiving any readings from the insulin pump. Customer's blood glucose level was 46 mg/dl. He treated his blood glucose level with juice. The device was not returned.